Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the device lead integrity alert triggered. The device could not be interrogated during a lead explant procedure. The device was explanted and replaced. No patient complications were reported as a result of this event.